Event description:
It was reported that the patient had a loss of therapeutic effect. The reporter stated that starting a week prior to the report the patient felt a pressure ¿down there¿ and had to go to the bathroom often and would just go ¿a little bit.¿ the patient also thought that ¿a month or two ago¿ the machine moved and it was sticking out a little bit. The reporter noted that the patient did not have any falls or trauma. A shocking or jolting sensation was also reported. The patient stated that the day prior to the report when she was getting into the car she felt a stabbing, like ¿a sharp knife or piece of metal in her vaginal and bottom area; it hurt her when she sat.¿ the patient noted that it was ¿like that already for a little while when she would sit back on the couch and would recline. It was uncomfortable, but the day prior it was a sharp pain like something was hurting her inside, like a little piece of metal holding to the skin or something, like a little stab inside way on the bottom of her bladder.¿ the reporter tried to sync with the patient programmer but the programmer batteries were dead and there were no replacements available. The patient was scheduled to see her doctor on (B)(6) 2014. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3889-28, lot# va06tas, implanted: (B)(6) 2013, product type lead. (B)(4).